Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device and determined that the reported issue was caused by the front panel screen. The carefusion field service rep replaced the front panel screen and per the service manual ran the device through a complete operational verification procedure to ensure that the device meets factory specs. Upon completion the device was released back to the user facility ready to be placed back into svc. The alleged faulty front panel screen was rec'd by carefusion, routed to the carefusion failure analysis lab and staged for eval. Carefusion sent an email to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of 6/11/2015, there has been no response from the user facility.

Event description:
The user facility reported that the unit's screen was blank and the pt's saturation was 82% when the respiratory therapist entered the room, audible alarm on. The pt was on this ventilator since (B)(6) 2015. Pt's disposition was stable after placed on the other vent.

Manufacturer narrative:
Failure analysis: received vela front panel pn: 16345, sn: (B)(4) on rga 48864, installed in known good unit pn: 16532-00, sn: (B)(4). Powered on unit in service mode, notice front panel powered on with pink contrast color. Cycled unit in operating mode and front panel still has pink contrast, dim screen to make sure back light inverted is functioning properly and pass screen will dim low and back to normal. Run in for one hour note, reported problem was duplicated after one hour of operation ldc screen went black while still ventilating unit. Findings/root-cause: reported problem was duplicated and isolated to bad lcd display pn: 66155 rev. A sn: (B)(4). Following the replacement of the front panel, the user facility reported that some of the device¿s error log data was lost. The device was returned to carefusion for additional evaluation. Failure analysis: received vela unit pn: 16532-00, sn: (B)(4) on (B)(4), powered unit on in user verification test (uvt) mode and exported event error log, note per the events it seem as if the unit had missing data from (B)(6) 2005 until (B)(6) 2015 but if you look at the date towards the right it tells you the complete date and time. Note that by the 2004 year, the date when last preventative maintenance (pm) was perform was not updated until may 15 2015 someone updated the date and time. Finding/root-cause: problem was isolated to date not being set up since last preventative maintenance (pm) was perform on 4/7/2015 per call # ai32641.

Manufacturer narrative:
(B)(4). The user facility has requested to have the top level device evaluated by carefusion failure analysis lab. Carefusion issued a factory service call number to the user facility for the return of the top level device for evaluation. As of (B)(6) 2015 the device has not been received.

Event description:
The following information was copied from a complaint questionaire received from the user facility. "The respiratory therapist was responding to the alarm in the room. Both the ventilators and pulse oximeters are connected to the nurses call light system alarm. Then the therapist entered the room he noticed that the pulse oximeter alarm was going off with a saturation of 82%. He noticed the screen on the ventilator was blank and the patient having labored breathing. He immediately called a rapid response and took the manual resuscitation bag and began ventilating the patient. When the patient was stabilized the ventilator was replaced with another vela. The ventilator was then returned to the department for testing. The screen came on with a red tint and the audible alarm slowly faded to no alarm noise. The vent was turned off and on again when the screen was again blank. This ventilator was then tagged and removed from service with a call to carefusion technical support. Patient stabilized and placed on a different vela ventilator. Patient continues to be a patient at this facility.